Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-07268. It was reported the patient has an infection and the entire scs system was explanted on (B)(6) 2017.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-07268. Follow up information identified the date of diagnosis of the infection is unknown, cultures were taken however the results are unknown. The infection was at the ipg site and it is unknown if the patient was treated for the infection prior to explant. The patient was only hospitalized for explant.